Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. During the patient's ipg replacement procedure on (B)(6) 2025 [related manufacturer report number: 3006705815-2025-04209], it was revealed that both of the octrode leads had migrated. As a result, physician explanted and replaced the migrated leads to address the issue.